Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was over 900 mg/dl at the time of admission. The customer reported vomiting and feeling sick from their high blood glucose. The customer stated they attempted to bolus before being hospitalized. It was also found the insulin pump was removed from the customer's body when they were admitted into the hospital. Troubleshooting did not find any issues with the insulin pump. The customer did not observe any leaks or air bubbles. Customer's current blood glucose was 600 mg/dl. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.